Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected possible false pause episodes due to undersensing. It was also reported that oversensing was present. The icm remains in use. No patient complications have been reported as a result of this event.